Event description:
The consumer reported using the product for an unspecified amount of time on her right hip. When the patch was removed, the consumer described second degree burns in the area worn and has been treating with triple antibiotic. The consumer sought medical attention approximately eight days later which confirmed two sores and "skin burns" about the size of a quarter.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot number was also not provided from the reporter and, therefore, we were unable to conduct any sort of trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.